Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called the clinic and reported the icm device fell out and was no longer implanted. The patient provided a photo showing the incision had mostly healed. The patient was prescribed antibiotics. The patient is expected to be implanted with another icm device in the future. The device is not expected to be returned. No additional adverse patient effects were reported.